Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the battery compartment was damaged and there was moisture in it. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2017 with the following findings: on investigation, the battery compartment was intact and without damage. There was no moisture corrosion in the battery compartment on inspection. Leak testing revealed a moisture leak at the display lens. The pump was opened for investigation and did not reveal any evidence of moisture ingress inside the pump. Investigation did not duplicate the alleged battery compartment damage with moisture in the battery compartment, but did find moisture leak around the display lens.